Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020, wherein the patient had their leads and ipg explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12931; related manufacturer reference number: 1627487-2019-12934. It was reported that the patient experienced ineffective stimulation and had suffered a recent fall. Diagnostics indicated low impedance readings. X-rays were taken and system was reported to appear unremarkable. However, ap (anteroposterior) view of the ipg was not clear and the physician was unable to confirm or deny lead pull out or fluid intrusion into the ipg header. As a result, surgical intervention may take place to address this issue.